Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump had damaged. The customer blood glucose level was 400 mg/dl at the time of incident. Customer stated that reservoir was cracked and was able to locked place. Troubleshooting was performed. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will be not returned for analysis.